Event description:
During g3 surgery, the surgeon placed the u-lag screw into the patient's bone. The surgeon tried to insert the u-blade using the inserter. When the inserter assembled with the connector, the trigger of inserter was not able to be pulled, so that the connector can not proceed. Thus, the surgeon removed the u-blade and changed to the same size new u-blade and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.